Event description:
It was reported that during the implant procedure, due to patient anatomy (the near end of the target vessel was quite narrow and far end was not available), the lead could not be fixed. It dislodged repeatedly while slitting the sheath. The lead was attempted not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.